Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing or instrument collision were observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the permanent cautery hook instrument was burnt and had electric leakage at the front insulated area. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting burnt and electric leakage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) instrument to perform failure analysis. The pch instrument was analyzed and found to have thermal damage on the proximal clevis, likely caused by arcing (i.e. Leaking electricity). Visual inspection of the conductor wire did not show any damage. Failure analysis also found additional findings related to the reported issue: the instrument was found to have thermal damage on the distal clevis and on the yaw pulley. The damage appears to have charring as a result from the thermal damage. The instrument was disassembled during in-house testing for further inspection and was found to have thermal damage on the conductor cap. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found additional observations not reported by the site: the instrument was found to have a frayed yaw cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have a dislodged ceramic sleeve. The dislodged ceramic sleeve was not returned with the instrument. Isi received the images of the broken permanent cautery hook instrument. The review of the provided image is conducted by isi failure analysis engineer (fae) and found that the instrument proximal clevis appeared to have discoloration, possibly due to thermal damage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the permanent cautery hook instrument was burnt and had electric leakage at the front insulated area. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.